Event description:
It was reported that the patient lost therapy and ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.